Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture. D4: UDI: as the lot, and serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with 300cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture on her right side postoperatively. As a result, the patient underwent bilateral replacement surgery with catalog number 3507255mc; serial number (B)(6) on the left side, and with catalog number 3507255mc; serial number (B)(6) on the right side on (B)(6) 2025. Mentor is aware that date of implant for both sides is different ((B)(6) 1986 for the left, and (B)(6) 1986 for the right). Multiple follow ups were completed for clarification. However, no response was received. If additional information becomes available, it will be updated and supplemental report will be submitted. This medwatch report is for the patient¿s left-sided device.